Event description:
During the extraction of a chronic, recalled, pacing lead of another MFR, a complication of a ruptured superior vena cava and jugular/innominate vein occurred. There was a sudden drop in blood pressure. The chest was opened and the ruptures were sutured, a bypass was performed. The distal electrodes were removed.